Manufacturer narrative:
Retainer ring ¿ black customer returned pump for alleged insulin blocked alarm during bolus and blank display found on (B)(6) 2021. Pump passed rewind test, and self test. However, pump alarmed insulin flow blocked during bolus due to dried insulin on motor slide and corroded motor home switch. Pump was unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to insulin flow blocked alarm. Pump successfully downloaded to thus. Confirmed pump alarm insulin flow blocked alarm on (B)(6) 2021 at 12:29 in pump downloaded history. Test p-cap and reservoir locked into reservoir compartment correctly. Pump was cut open to perform visual inspection and no moisture or physical damage was found on pcba 1 or pcba 2. Motor was tested outside of pump and it tested at 27 mv which is at the end of its range, and the motor did not rewind successfully and alarmed pump error 37 on the test system board due to a corroded motor home switch and dried insulin on motor slide. The following were noted during visual inspection: pillowing on keypad overlay, scratched case, dried insulin - motor slide, corroded home switch and minor scratches on lcd window. In summary, customers alleged insulin blocked alarm during bolus was confirmed due to dried insulin on motor slide and a corroded home switch. Motor did not meet spec when tested outside of the pump. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump's piston did not stop with contact with reservoir. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.